Event description:
Consumer allegedly fell backwards using 8916 cane and fell on hip and back and had some bruises on arms and forehead. Consumer also allegedly broke his prescription glasses during the fall.